Event description:
It was reported that while speaking with the patient¿s father, the patient received an urgent low glucose alert with a cgm value below 40 mg/dl, a concurrent fingerstick value of 52 mg/dl, and the patient felt shaky; the event was categorized as hypoglycemia with cause unclear, and troubleshooting and education were completed. Symptoms included hypoglycemia with shakiness. Outcomes included the need for urgent low and low glucose management. The patient treated with oral glucose. Investigation included complaint intake, device use review, and user education. Investigation of this case revealed no confirmed device malfunction and no component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.